Event description:
A home patient (hp) reported to baxter (B)(4) that the minicap did not contain a sponge. There was no patient involvement as this was notice before use. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The actual sample was received for evaluation. The defect was confirmed, but the defect is not caused in the manufacturing process because, in the sample evaluation was observed presence of iodine in the cap and overpouch, which demonstrate that the sponge was in the cap but was removed. A batch review was conducted and no issues were found related to the reported condition. Baxter has conducted a trend review and found no trend for the reported problem.